Event description:
Information was received that reported a patient had an incident of hypoglycemia. During this reported incident 911 was called and paramedics were summoned as the pt had become unconscious. The paramedics managed the incident on site. The reporter is questioning the accuracy of their insulin infusion pump with blood glucose monitor and it is alleged that this could have contributed to the incident. The device will be returned for evaluation, to ensure this is functioning correctly and did not contribute to the reported incident.